Event description:
It was reported that during an unknown procedure, the surgeon said that during his procedure yesterday on his third fire of the device the clips wouldn¿t form properly and on the fourth fire it wouldn¿t close. This resulted in a competitor product being used instead to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what vessel or structure was the device fired on at the time of the event? One of the smaller arteries. Was the clip fully advanced into the jaws prior to firing? Yes, confirmed by scrub nurse prior firing. Was there any torquing or twisting of the device present at the time of firing? No, torquing or twisting. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? (B)(6). Was there a recent conversion to ees devices in this account or with this surgeon? This account has been using the er320 for over 10 years. All the consultants and nurses are very experienced users of the instrument.